Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were noted on the right ventricular lead. The noise was unable to be recreated. Programming changes were made. No patient symptoms were reported.